Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft -bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mg/ml at 500 mg/day) via an implantable pump for an unknown indication for use. It was reported motor stall occurred. The patient experienced withdrawal. The event date was reported to be (B)(6) 2018. The pump was replaced on (B)(6) 2018. The patient was now receiving effective therapy and felt fine. It was unknown if there were any contributing factors to the event. It was stated no troubleshooting was performed. The issue was resolved. The patient status was alive - no injury. It was stated the pump was already sent for return. No further complications were reported or anticipated.